Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label does not match the product returned. Upon evaluation, we determined that the returned product is a cook acro-35-205 by visual examination. The diameter of the core wire is 0.0210 cm and the length of the product is 205.6 cm which confirms the device returned is an acro-35-205 per specification. Our evaluation of the returned product confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. The core wire is exposed from 13.0 cm to 25.9 cm. Approximately 12.7 cm to 13.0 cm from the distal end, the wire guide covering has folded over itself at least once. The split wire guide coating is still attached to the product at both ends of the opening and is free to move around the core wire. The wire guide has a kink at 6.6 cm and a rough surface from approximately 161 to 167 cm from the distal end of the device. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number provided was for the fsw-35 reported by the customer and not the acro-35-205 that was returned. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use (IFU) states: "use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. The IFU instructs: "prior to removing wire guide from holder, flush with 30 cc of sterile water." This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The IFU instructs: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. As reported to customer relations, "the wire stripped when the facility was running an extraction balloon down it. A cook fusion wire guide, fsw-35, was opened and used to complete the procedure."